Event description:
It was further reported that the patient had a swollen and red pocket the entire time (prior to removal) for undetermined reasons.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to an infection at the ins pocket site. It was noted that the ins had been implanted for "over 10 years" without issue before the infection. The ins was removed in (B)(6) 2011 and the infection began about 3-4 months before that. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted:; product type extension product ID 748240 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted:; product type extension product ID 7436 lot# serial# (B)(4) implanted: explanted:; product type programmer, patient product ID 3389 lot# j0217006v serial# implanted: (B)(6) 2004 explanted:; product type lead product ID 3387-40 lot# j0101957v serial# implanted: (B)(6) 2001 explanted:; product type lead. (B)(4).